Event description:
Procedure type: total extraperitoneal hernia procedure. According to the reporter: while pumping up the fixation balloon, the air filled only one side of the balloon and then it burst. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported, pt status is well.